Manufacturer narrative:
Lot number is unknown as it was not provided. Expiration date is unknown as lot number was not provided. Unique identifier (UDI#) is unknown as lot number was not provided. Device manufacture date - unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon had a suction break during treatment about 5-6 seconds into the laser firing. She redocked and re-attempted flap but it broke suction again. Patient was converted to photorefractive keratectomy on that eye (left) and patient is doing fine.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.